Event description:
The international customer reported failure of the power supply. The customer reported patient involvement with no harm to the patient.

Manufacturer narrative:
.

Manufacturer narrative:
No evaluation data was provided to philips.